Manufacturer narrative:
The device is not available for analysis; therefore, physical analysis cannot be performed. The device history record (DHR) review confirmed that the devices met all material, assembly and performance specifications. Boston scientific sales representative visited the facility and discovered that the physician was using an incompatible fiber stripper with the fiber. The fiber break occurred secondary to the striping methodology. A review of the device instruction for use (IFU) was completed. The IFU states, do not scrape the laser fiber with sharp instruments as damage may result. The laser fiber tip can also be shortened with a compatible tool. Do not bend fiber at sharp angles. Visible light seen leaking from the fiber indicates fiber damage. For tip cleaning, use care when removing the fiber from the scope to avoid contact with unsterile areas or tools, or damaging the fiber. Immediately discontinue use if breaks or fractures appear in the laser fiber. These breaks or fractures may allow undirected emission of laser energy, rendering the distal tip useless and causing harm to surrounding tissues. The IFU review confirmed that hematuria and blood loss are known risk associated with this type of treatment and is noted as such in the device direction for use.

Event description:
The patient underwent the benign prostatic hyperplasia (bph) as part of a study procedure. It was reported that the fiber degraded and broke during the procedure. No breakage occurred inside the patient. A scalpel blade was used to manually strip the cladding away from the fiber core. The breakage occurred where the manual pressure was used to strip away the cladding. The fiber break occurred secondary to the striping methodology. The break did not result in patient harm, inability to do the case, and did not require a second fiber. Jj 6x28 and 6x24 stents were placed on the procedure day to protect ureteral orifices near planned holmium laser enucleation of the prostate (holep)/intravesical protrusion of prostate. During the procedure the patient experience blood loss resulting in an acute transfusion. The patient began experienced hematuria on the procedure day. The independent medical review (imr) adjudicated adverse event hematuria as serious. A urinary catheter was placed, and the patient was admitted to continue continuous bladder irrigation (cbi) overnight on the procedure day, which is not considered a serious adverse event (sae) by the doctors. The hemoglobin level of the patient dropped and the patient experienced anemia two days post procedure. The patient was hospitalized for five days post procedure. Blood transfusion (300 ml) was performed. The patient symptom of anemia was reported to have resolved three days post procedure, and hematuria was resolved four days post procedure. The catheter was removed five days post procedure. The stents were removed twenty-seven days post procedure. The patient was discharged and prescribed with tylenol for pain prophylaxis. The study facility assessed the hematuria and anemia symptoms as likely related to the holmium laser enucleation of the prostate procedure, and the fiber break related to the device.

Event description:
The patient underwent the benign prostatic hyperplasia (bph) as part of a study procedure. It was reported that the fiber degraded and broke during the procedure. No breakage occurred inside the patient. A scalpel blade was used to manually strip the cladding away from the fiber core. The breakage occurred where the manual pressure was used to strip away the cladding. The fiber break occurred secondary to the striping methodology. The break did not result in patient harm, inability to do the case, and did not require a second fiber. Jj 6x28 and 6x24 stents were placed on the procedure day to protect ureteral orifices near planned holmium laser enucleation of the prostate (holep)/intravesical protrusion of prostate. During the procedure the patient experience blood loss resulting in an acute transfusion. The patient began experienced hematuria on the procedure day. A urinary catheter was placed, and the patient was admitted to continue continuous bladder irrigation (cbi) overnight on the procedure day, which is not considered a serious adverse event (sae) by the doctors. The hemoglobin level of the patient dropped and the patient experienced anemia two days post procedure. The patient was hospitalized for five days post procedure. Blood transfusion (300 ml) was performed. The patient symptom of anemia was reported to have resolved three days post procedure, and hematuria was resolved four days post procedure. The catheter was removed five days post procedure. The stents were removed twenty-seven days post procedure. The patient was discharged and prescribed with tylenol for pain prophylaxis. The study facility assessed the hematuria and anemia symptoms as likely related to the holmium laser enucleation of the prostate procedure, and the fiber break related to the device.

Manufacturer narrative:
The device is not available for analysis; therefore, physical analysis cannot be performed. The device history record (DHR) review confirmed that the devices met all material, assembly and performance specifications. Boston scientific sales representative visited the facility and discovered that the physician was using an incompatible fiber stripper with the fiber. The fiber break occurred secondary to the striping methodology. A review of the device instruction for use (IFU) was completed. The IFU states, do not scrape the laser fiber with sharp instruments as damage may result. The laser fiber tip can also be shortened with a compatible tool. Do not bend fiber at sharp angles. Visible light seen leaking from the fiber indicates fiber damage. For tip cleaning, use care when removing the fiber from the scope to avoid contact with unsterile areas or tools, or damaging the fiber. Immediately discontinue use if breaks or fractures appear in the laser fiber. These breaks or fractures may allow undirected emission of laser energy, rendering the distal tip useless and causing harm to surrounding tissues. The IFU review confirmed that hematuria and blood loss are known risk associated with this type of treatment and is noted as such in the device direction for use.

Manufacturer narrative:
B5. Describe event or problem corrected based on the clarification to initially provided information that previously mentioned prostate capsule perforation was noted in error by the site.

Event description:
The patient underwent the benign prostatic hyperplasia (bph) as part of a study procedure. It was reported that the fiber degraded and broke during the procedure. No breakage occurred inside the patient. A scalpel blade was used to manually strip the cladding away from the fiber core. The breakage occurred where the manual pressure was used to strip away the cladding. The fiber break occurred secondary to the striping methodology. The break did not result in patient harm, inability to do the case, and did not require a second fiber. Jj 6x28 and 6x24 stents were placed on the procedure day to protect ureteral orifices near planned holmium laser enucleation of the prostate (holep)/intravesical protrusion of prostate. During the procedure the patient experience blood loss resulting in an acute transfusion. The patient began experienced hematuria on the procedure day. A urinary catheter was placed, and the patient was admitted to continue continuous bladder irrigation (cbi) overnight on the procedure day, which is not considered a serious adverse event (sae) by the doctors. The hemoglobin level of the patient dropped and the patient experienced anemia two days post procedure. The patient was hospitalized for five days post procedure. Blood transfusion (300 ml) was performed. The patient symptom of anemia was reported to have resolved three days post procedure, and hematuria was resolved four days post procedure. The catheter was removed five days post procedure. The stents were removed twenty-seven days post procedure. The patient was discharged and prescribed with tylenol for pain prophylaxis. The study facility assessed the hematuria and anemia symptoms as likely related to the holmium laser enucleation of the prostate procedure, and the fiber break related to the device.

Event description:
This patient underwent the benign prostatic hyperplasia (bph) as part of a study procedure. It was reported that the fiber degraded and broke. During the procedure perforation of the prostate capsule occurred and the patient experience blood loss resulting in an acute transfusion. The patient began experienced hematuria on the procedure day. A stent was placed on the procedure day to protect ureteral orifices near planned holmium laser enucleation of the prostate (holep)/intravesical protrusion of prostate. A urinary catheter was placed, and continuous bladder irrigation (cbi) was performed on the procedure day. The patient experienced anemia two days post procedure. The patient was hospitalized for five days post procedure. Blood transfusion (300 ml) was performed. The patient symptom of anemia was reported to have resolved three days post procedure, and hematuria was resolved four days post procedure. The catheter was removed five days post procedure. The stent was removed twenty-eight days post procedure. The study facility assessed the hematuria and anemia symptoms as likely related to the holmium laser enucleation of the prostate procedure, and the fiber break related to the device.

Manufacturer narrative:
The device is not available for analysis; therefore, physical analysis cannot be performed. The device history record (DHR) review confirmed that the devices met all material, assembly and performance specifications. A review of the device instruction for use (IFU) was completed. The review confirmed that hematuria, perforation anemia, and blood loss are known risk associated with of this types of treatment and is noted as such in the device direction for use.